Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 40-year-old male patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The complainant reported a large left ventricle thrombus was present on echocardiogram (echo). The pump was weaned and explanted from the patient. Intra-aortic balloon pump was placed to bridge the patient to possible left ventricular assist device or transplant as the patient continued to recover from shock.